Event description:
Rph spoke to the pt's mother and the pt regarding pump malfunction for cadd solis, serial number unknown. Pt reporting down stream occlusion error. Pt reports they were able to switch to their back up pump using the same cassette and continue infusion. Pt reports that they had the same issue last month ((B)(6) 2025) and was sent new pumps. Rph transferred the pt and their mother to the cnss supervisor on call to assess if this is a pump issue or line issue; the cnss will reach out to the rph if new pumps are needed. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided. Current remodulin IV dose: 40ng/kg/min. Did the reported product fault occur while in use with a pt? - yes; did the product issue cause or contribute to pt or clinical injury? - no; is the actual product available for investigation? - yes, upon return did pharmacy replace product? - prn, pending follow up did the pt have a backup product they were able to switch to? - yes; was the pt able to successfully continue their therapy? - yes; is the therapy life-sustaining? - yes; what is the outcome of the event? - ongoing. Diagnosis for use: pulmonary arterial hypertension.